Event description:
It was reported that the patient experienced several episodes of lightheadedness and an episode of syncope. It was noted that the right ventricular (rv) lead had a progressive increase in threshold and exit block and at times auto capture was unable to determine thresholds. The lead was explanted and replaced. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).